Event description:
It was reported that the touch screen was cracked during treatment. According to the getinge service technician, the most probable cause was that an object fell onto the display. The cardiohelp was exchanged. No harm to any person has been reported. As the cardiohelp was exchanged during treatment, a report is required. Complaint ID (B)(4).

Manufacturer narrative:
Note: this event occurred in the portugal market on a significantly similar device to "base unit, cardiohelp", which is sold in the us. For d4 unique identifier (UDI) (B)(4). Primary di number has been used for base unit, cardiohelp with catalog number 701048012 which is sold in the us. Provided d4 serial number and h4 device manufacturer date correspond to the device involved in the event, not available in us. A getinge service technician will investigate the affected cardiohelp. A follow-up medwatch will be submitted when additional information becomes available.

Event description:
Complaint ID (B)(4).

Manufacturer narrative:
It was reported that the touchscreen glass was broken. The failure occurred during treatment. The cardiohelp was exchanged. As the cardiohelp was exchanged, a report is required. No harm to any person has been reported. A getinge field service technician (fst) was sent for investigation. The assembly touch foil and display will be replaced when the customer has approved the repair. According to the fts, the most probable root cause was that an object fell onto the touchscreen, resulting in an external impact which caused the crack. The cardiohelp has several safety features, that the device can be operated, even when the touch screen does not work anymore. All-important adjustments can be made by using the rotary knob or if all other things do not work by engaging the emergency mode to keep up the blood flow. Further according to the instruction for use (IFU) of the cardiohelp system, chapter "check before every application" the touch screen must be checked before use. Thus the risk for harm of any person is remote. According to the IFU, chapter "inter-hospital patient transportation", the cardiohelp-I has degree of protection according to iec 60529 of ipx1 (no protection against splash water). For patient transport, the use of the protection cover is required. The review of the non-conformities has been performed on 2025-01-30 for the period of 2020-10-26 to 2025-01-29. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2020-10-26. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. Based on the results the reported failure "touchscreen cracked ¿ external impact" could be confirmed, but is not a product related malfunction. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary's trending program and additional investigations or corrections will be implemented in case of adverse trending.